Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation of the duodenovideoscope, a gap was observed in the adhesive area between z-block and distal end, the inside of the light guide lens had discoloration, and the plastic distal end cover had residual liquid. There was no patient involved.